Manufacturer narrative:
This report is related to previously reported complaint of insulation abrasion, reported on 10sep2014, MFR number 2938836-2014-14103. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2019-14108. It was reported that the patient presented in clinic with loss of capture on the right ventricular lead. Programming changes were made, and it was noted that the device exhibited premature battery depletion. On (B)(6) 2013 the device was explanted and replaced. It was also noted that the right ventricular thresholds and impedances were elevated. The right ventricular lead was capped and replaced on (B)(6) 2013.